Event description:
Electrical issues were noted to the subject pacemaker. Reportedly, when the device was connected to the leads it paced normally, then the device was put in the pocket, began to pace in unipolar and caused pocket twitching. The pacemaker was removed from the pocket, small pause was seen, then paced in bipolar. The device was placed back in the pocket and twitching began again when changed to unipolar pace. It was attempted to program to bipolar pace via programmer but it was displayed 'unable to program' in implantation auto detection section and in the normal brady parameters pace/sense section it said unable to program, unipolar lead. After explanting, it was possible to program the a lead to bipolar pace, but not the v lead.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.